Event description:
The customer reported to customer service that the suction of her pump in style breast pump was low and could have contributed to her breast infection (mastitis), for which she was prescribed antibiotics by her physician.

Manufacturer narrative:
A replacement breast pump was sent to the customer. The customer reported that she had mastitis due to the low suction of her pump. Customer has reported that she had breast infections three times which her physician had treated with antibiotics. A medela clinician attempted to follow up with the customer, but was unsuccessful. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation ins (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed p 294: breastfeeding and human lactation. Mastitis requires medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.